Manufacturer narrative:
This report is submitted on july 15, 2016, by cochlear limited on behalf of (B)(4). Registration number 3009092818, exemption number (B)(4). Implanted device remains.

Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2016, to remove and place a longer abutment due to skin overgrowth at the implant site. Additionally, silver nitrate was applied to the implant site during the procedure. The implanted device remains.

Manufacturer narrative:
Correction: the patient was not placed general anesthesia, as previously reported. This report is filed august 24, 2016.